Event description:
It was reported that the pt has been in withdrawal, no specific symptoms were reported. The physician suspected rotor failure or normal battery depletion. No diagnostic testing was performed. The pump was replaced. The pt recovered without sequela. The drug contained in the pump was not reported.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.